Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces. There was no moisture damage found inside the pump. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose is 191 mg/dl. Customer stated that the alarm occurred right after the pump was exposed to moisture. Customer stated that she was exercising and sweating. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer stated that she does not have a back-up plan. Customer was advised to contact her health care provider or go to a local emergency room or urgent care clinic for a back-up plan.